Manufacturer narrative:
(B)(4). Examination of the returned device confirms the reported event. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Examination of the returned device finds the smaller balseal spring component is missing. The balseal was not returned. The initial reporting stated no piece of the device was left in the patient. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The smaller balseal spring component is missingno surgery delay, no patient harm, no part remaining in patient´s body.